Manufacturer narrative:
According to the customer, "physicians are complaining they have tried the liquiband it does not adhere well to the wound, we have patients coming back because their wounds are opening up". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "physicians are complaining they have tried the liquiband it does not adhere well to the wound, we have patients coming back because their wounds are opening up".